Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that although the customer pushed all the air bubbles out the reservoir, after some time the air bubbles reoccur on the o-rings. As a result the customer's blood glucose level went up. The customer reported small leaks on both o-rings. Customer's blood glucose level was 300 mg/dl. The device was not returned.